Manufacturer narrative:
The tech found the right head siderail control cable was routed incorrectly. The cable tie was in the mounting hole without going around the cables allowing the cables to block the siderail latch from locking. The tech routed cables and installed a cable tie to repair the bed.

Event description:
During delivery assistance bed checks, the tech found the right head siderail would not lock in up position.